Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: unknown when device broke. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was attempted/requested. The report indicates that: DHR review for: part mfg date: 13sep2011; part exp. Date: n/a (for s part numbers); part # 332.350 / 9144246; manufacturing location: (B)(4); manufacturing date: 22 sep 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning process was detected that one unit of the inserter / extractor was broken off. It was detected in loan set inspection of johnson&johnson. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: it is unknown when the device broke; it was detected on (B)(6) 2016. Describe event or problem. Device available for evaluation? The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6).

Manufacturer narrative:
Additional narrative: the visual inspection has shown that one prong of the inserter/extractor is broken off as complained. The broken prong was not returned for evaluation. The device has no signs of use visible. The review of the production history revealed that this insert/extractor was manufactured in september 2014 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately we are not able to give a conclusive statement and the root cause cannot be definitely determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.